Event description:
"Caller alleged imprecision with inratio2 meter. Results as follows:" date: (B)(6) 2012, inratio2: 4.5, inratio: 5.4. Time elapsed between each method of testing is few mins. Pt's therapeutic range is 2.0-3.0.

Manufacturer narrative:
Investigation pending.